Event description:
It was reported that impedance below 250 ohms was seen on the right lead. The patient was reprogrammed on (B)(6)-2012. No other information was provided.

Manufacturer narrative:
Lead model unknown, lot# unknown, implanted: unknown, explanted: unknown, extension model unknown, serial# unknown, implanted: unknown, explanted: unknown.

Manufacturer narrative:
Lead model 3391s-40, lot# v159369, implanted: 2009-(B)(6), explanted: na, extension model 7482a51, serial# (B)(4), implanted: 2009-(B)(6), explanted: na. The initial MDR was filed as MFR. Report # 3007566237-2012-00198. (B)(4).